Manufacturer narrative:
H10: manufacturing review: a complaint and device history review was performed with the reported lot number. The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was received and evaluated. Received one 4f catheter system. Both catheters were twisted around each other slightly bent. The arterial catheter had a large bend approximately 10.5cm from the distal tip. A tissue cutting test was performed on porcine carotid artery tissue. Porcine carotid artery thickness was measured to be approximately 0.96mm. Tissue cut was measured and found to be approximately 6.61mm. An image was also provided and reviewed. The image review stated that there was no problem with the technique of the process, but a post procedure contrast enhanced study to confirm failure of the fistula formation was also not identified. Therefore, the investigation results are unconfirmed as the device performed as expected under functional testing. The root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate h10: d4 (expiration date: 07/2021), g4. H11: h3, h6 (methods, results and conclusions). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an attempt to create the arteriovenous fistula (avf), the venous catheter allegedly failed to cut the tissue and as a result a fistula was not created. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device and procedural video review is pending. The investigation is currently underway. (Expiration date: 07/2021).

Event description:
It was reported that during an attempt to create the arteriovenous fistula (avf), the venous catheter allegedly failed to cut the tissue and as a result a fistula was not created. There was no reported patient injury.